Event description:
It has been reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.